Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to analyze patient rhythm. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The technician observed that the device was stating "analyze patient" because the device was in advisory monitoring mode. The technician switch the device to manual mode to stop the advisory mode-monitoring message. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Per device's operating instructions "when set up for advisory monitoring and the monitor is turned on, the advisory mode-monitoring message appears continuously in the message area on the home screen".

Event description:
The customer contacted stryker to report that their device failed to analyze patient rhythm. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.